Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/05/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was returned for evaluation. Loss of connection was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it fail. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.